Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose. The customer¿s blood glucose level was 400 mg/dl. A bent infusion set cannula was discovered. The customer changed their infusion set and resumed insulin pump therapy. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.